Event description:
Related manufacturer report number: 3006705815-2024-05181. It was reported that the patient's lead was inadvertently cut during their ipg replacement. The lead was then explanted and replaced during the procedure.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.